Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, red line going from nipple on the right side.

Event description:
Patient reported right side deflation and "red line going up from nipple on the right side." Device remains implanted.